Manufacturer narrative:
The t:slim x2 user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was submerged in water. Customer's blood glucose level was 69 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.